Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 37751 lot# serial# (B)(4) implanted: explanted: product type recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they have poor coupling, and recently started having trouble getting good coupling with charging since (B)(6) 2016. It was stated that they only get 5-6 bars and that is if they hold the antenna with pressure over the implant. On (B)(6) the patient saw the implantable neurostimulator (ins) battery low message on the patient programmer (pp) so they stayed up until 2am to try and charge and ended up giving up. The patient has become very frustrated with charging, noting that "if it is going to be like this they will just give up on the therapy and stop using it." Troubleshooting was performed including an antenna locate, which did not resolve the issue. However, it was then found that the patient's stimulation is off and they are "shaking like a leaf." When asked about possible ins pocket considerations it was found that the patient gained about 15 pounds. There were no out of box failures alleged and it was suggested that the patient attempt to use adhesive discs. A replacement ins recharger (insr) was sent to the patient. The patient's indication for implant is essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the circumstances that led to the issue was that he equipment was not working properly (¿no medical reason¿). There were no further complications reported or anticipated.